Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported failed to detect upstream occlusion alarms which were reproduced. The assignable cause is caused by fluid intrusion of y4 crystal hindering the ultrasonic vibrations (resonant frequency), preventing the pump from detecting upstream occlusions. Cam wear from the absence of grease is a contributing factor. Pressure plate travel was measured and was found to be out of specification for all four pressure plates. The ultrasonic assembly, cam shaft, valves and fingers were replaced. Additional information: defective alarm.

Event description:
During baxter's engineering device investigation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.